Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify e/a alarm and no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had unspecified error and no delivery alarm. The customer¿s blood glucose was unknown at the time of incident. The customer also state that they were able to passed the self test. The insulin pump will be returned for analysis.